Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed - an error code "e315, unsupported scope" was displayed during the evaluation. The plug body was dismantled and it was noted that the moisture indicator had not been triggered; no evidence of fluid/moisture was noted. An image was verified present that met olympus standards. Additional evaluation findings are as follows: 1.) Light cover glass noted chipped; 2.) Distal end adhesive noted worn; 3.) Light guide tube noted stained; 4.) Up/down/right/left angulation not within specification; 5.) Electrical safety test not within specification. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315 unsupported scope," occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction: usage of device: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.